Event description:
This report was received from a physician of a man who had a 3-piece posterior chamber iol, model 037b/16.00d, implanted on 7/28/82. More recently, he presented with decreased vision (20/60), glare and vitreous touch syndrome. The lens was removed on 5/30/96 and replaced with orc uv40j. An open sky vitrectomy was performed and the lens sutured in place. He was treated with pred forte and tobrex ointment. His prognosis is excellent. His visual acuity post op was 20/100 unaided (no glasses). The physician believed the adverse reaction to be lens related. Add'l info is being sought. Lens has been returned to the MFR for eval (currently in progress).